Event description:
It was reported that there was a maxzero needleless connector leak. It was noted that a "the patient¿s PICC line sprayed from the maxzero connector and hit the face and chest area of the clinician." It was reported that there was harm to the clinician involved, however no additional details have been provided. The event occurred on unit 7t.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a maxzero needleless connector leak. It was noted that a "the patient¿s PICC line sprayed from the maxzero connector and hit the face and chest area of the clinician." It was reported that there was harm to the clinician involved, however no additional details have been provided. The event occurred on unit 7t.